Event description:
Impedance readings >3600 ohms was reported. Electrodes 1, 2, 3, 8, 10 and 11 had impedances in the 900 ohm range. The pt felt good stimulation on the right side; the pt slightly felt stimulation on the left side. The use of bipolar electrode pairs was suggested to see if the pt felt stimulation on the left side. An x-ray of the lead and/or extension area was recommended.